Event description:
Pt had a malfunctioning ventricular lead. Lead was replaced during surgery and the old lead was capped. The malfunctioning lead was manufactured by the company guidant and is no longer in business. Unsure of the date of placement.